Event description:
See supplemental 1 report.

Event description:
Reportedly, the patient came on emergency for several shocks. After cardiologist analysis: fracture of the right ventricular lead, the patient received 11 inappropriate shocks due to ventricular noise. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient came on emergency for several shocks. After cardiologist analysis: fracture of the right ventricular lead, the patient received (B)(6) inappropriate shocks due to ventricular noise. The subject ICD will be returned for analysis.

Event description:
Reportedly, the patient came on emergency for several shocks. After cardiologist analysis: fracture of the right ventricular lead, the patient received 11 inappropriate shocks due to ventricular noise. The subject ICD will be returned for analysis.